Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure imaging confirmed there was no pe noted prior to the procedure. A versacross (vcc) fixed sheath and pigtail radiofrequency (rf) wire was selected for use. Venous access was obtained, the vcc transseptal system was inserted, and transseptal puncture (tsp) was performed. A watchman access sheath (was) was advanced into the la. A 20mm watchman flx pro closure device and delivery system (wds) was advanced and positioned at the laa then subsequently deployed. The laa was noted to be too small and the wds was recaptured and removed and the procedure aborted. Immediately a pe of an unknown size in an unknown location was observed on transesophageal echocardiogram (tee) imaging. The patient was sent to post anesthesia recovery unit (pacu) for observation and at a later time returned back to the lab for a pericardiocentesis where fluid was removed, and a pericardial drain was placed. The patient is expected to fully recover.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure imaging confirmed there was no pe noted prior to the procedure. A versacross (vcc) fixed sheath and pigtail radiofrequency (rf) wire was selected for use. Venous access was obtained, the vcc transseptal system was inserted, and transseptal puncture (tsp) was performed. A watchman access sheath (was) was advanced into the la. A 20mm watchman flx pro closure device and delivery system (wds) was advanced and positioned at the laa then subsequently deployed. The laa was noted to be too small and the wds was recaptured and removed and the procedure aborted. Immediately a pe of an unknown size in an unknown location was observed on transesophageal echocardiogram (tee) imaging. The patient was sent to post anesthesia recovery unit (pacu) for observation and at a later time returned back to the lab for a pericardiocentesis where fluid was removed, and a pericardial drain was placed. The patient is expected to fully recover. It was further added that cardiac tamponade also occurred during the event.

Manufacturer narrative:
B5: information added. H6 patient code added: cardiac tamponade.